Event description:
It was reported that the hospital in-patient presented for interrogation of the implantable cardioverter defibrillator. The device recorded episodes of non-sustained right ventricular over-sensing caused by noise. No interventions were made. The patient was stable.